Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' A full osseotite® implant 4 x 11.5mm (fos411) was returned for investigation. Visual inspection of the as returned product identified excessive foreign blood and debris along with damage and fracture at the top of implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 46 and usage of length is approximately 13 years and 3 months. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 information identified: 'warnings' 'precautions' 'potential adverse events'. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number (648874). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (648874) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp (B)(4). Weight unknown / not provided. Last name unknown / not provided. Email address unknown / not provided.

Event description:
It was reported tha the implant was removed due to fracture.